Manufacturer narrative:
The investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported the light intensity button fell off the harmonyair a-series surgical lighting system during a procedure. No report of injury.